Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, one opening curved on valve bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified one opening sharp on the valve bond edge and partial delamination of the valve. A dimension measurement in the shell was performed which identified the thickness to be within specification. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening, and partial delamination of the valve (adhesive failure).

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.